Event description:
The tp called alleging that the test strips they had been using were damaged. They experienced symptoms of feeling dizzy and a fast heartbeat. They tested their blood glucose and obtained a 151 and 160 mg/dl. They contacted a medical professional for advice and was not treated. They were not tested on another and withheld teir medication due to the low readings. Their test strips were stored in the vial and were not expired. The pt does not perform quality control to check strips.